Manufacturer narrative:
The event date is approximate. Consumer did not provide an accurate serial number. Manufacture date not provided. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event. Reassessment based on FDA feedback. The case is being conservatively reported as the alleged malfunction of the melted charger has the potential to cause serious injury if it reoccurs. Therefore, the case has been reassessed as a reportable malfunction.

Event description:
Consumer reported that a philips one powered toothbrush charger melted while charging. Consumer stated that no injury occurred as a result of the reported event. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.